Event description:
A doctor alleged that he placed seven veneers on one patient using optibond all in one and nx3 clear cement. Among the seven placed one veneer delaminated, two weeks after placement.

Manufacturer narrative:
The doctor found that the nx3 clear cement had bonded to the veneer; however, there was no cement present on the tooth surface. The failure occurred at the cement/adhesive junction. The doctor re-cemented the veneer using another product, without further incident. The returned optibond all in one product was evaluated for adhesive strength and was found to meet product specifications. The nx3 clear cement was not returned and no lot number information was provided, therefore, no evaluation could be conducted. These investigation results indicate that this incident was not the result of a product failure.